Event description:
I am writing on behalf of my husband. He has a metal on metal hip implant since 2009. He was never sick until this was put in and he is severely sick, getting sicker, and in constant severe pain. It is known that this causes blood poisoning and is allowed by the FDA. What is wrong with you people! Because of you all, doctors aren't taking it out and many people are suffering like my husband. Many of them will die because of this. How does it feel to know you all are causing the death of human beings. You all should be ashamed! My heart is breaking seeing what is happening to my husband.